Event description:
It was reported that a lag screw and inserter could not fully thread during a procedure. There was a small gap between the inserter and lag screw. The lag screw was able to be implanted but full compression was not achieved. Therefore the lag screw is not serving its intended purpose and is considered a foreign body. The issue was identified intra-operatively during screw placement. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: long cm lag screw inserter cat # 00249000350 lot # 62361350. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.